Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation procedure, the faradrive steerable sheath was selected for use. During the procedure, the sheath became "airtight" and began leaking, making it unusable. Air was observed during sheath preparation. The sheath was aspirated and air was removed. The sheath was then exchanged for a new one. The procedure was completed successfully with no further complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation procedure, the faradrive steerable sheath was selected for use. During the procedure, the sheath became "airtight" and began leaking, making it unusable. Air was observed during sheath preparation. The sheath was aspirated and air was removed. The sheath was then exchanged for a new one. The procedure was completed successfully with no further complications. The device is expected to be returned.